Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed 1 other complaint has been received for this production order number. The investigation request was performed and not related to this reported event. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zlb00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. At 1 day postop, she experienced halos, blurred vision, headaches, irritation, and dry eye. Patient is not happy with her eye doctor and went to a different doctor where she has received eye drops. She reported that the medications were ineffective in treating her symptoms. There is no plan for a lens exchange at this time. No further information was provided. Patient has bilateral implants. This report represents the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.